Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient on approximately (B)(6) 2025, the patient experienced feeling tired and experienced loss of consciousness and seizures. Before losing consciousness, the patient was able to take 2 packets of sugar. No cgm reading was reported from the time of onset of symptoms, but the cgm would have been reading inaccurately high. The patient was brought to the hospital and was further treated with intravenous saline solutions. When a fingerstick was taken after treatment the cgm was reading 120 mg/dl and the blood glucose reading was 110 mg/dl. The patient was discharged the same day. There was no documentation of further medical evaluation or intervention. Due to the event the patient suffered cuts on her forehead and tongue lesions. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction or additional information is required.

Manufacturer narrative:
D4: primary UDI number - additional. H2: additional information.